Event description:
Healthcare professional later reported "not having a rupture at the time of surgery as previously noted in... Imaging".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/aug/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional later reported "not having a rupture at the time of surgery as previously noted in her imaging".

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.